Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring : black. Customer returned insulin pump for an alleged pump error 38 and keypad unresponsive/button error alarm found on (B)(6) 2021. Device passed the self-test, however failed the rewind test due to pump error 38, thus unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thus. Confirmed pump error 38 alarm (stuck motor alarm) on (B)(6) 2021 at 14:02, 14:04, 14:05, 14:07, 14:09, and 14:18, and (B)(6) 2021 at 11:45 in the pump downloaded history. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history files on: (B)(6) 2021 at 20:29 and 20:39, (B)(6) 2021 at 17:04, (B)(6) 2021 at 19:03 and 19:13, (B)(6) 2021 at 17:14, (B)(6) 2021 at 20:29, (B)(6) 2021 at 13:35, and 13:38, (B)(6) 2021 at 13:38, (B)(6) 2021 at 21:40, (B)(6) 2021 at 19:33, and (B)(6) 2021 at 15:00 and 15:10. Device passed the keypad voltage test. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted due to dried insulin on the motor contact. The j1 connector on pcba 1 was locked properly during visual inspection. Motor was taken to the test bench where pump error 38 occurred. The following were noted during visual inspection: cracked case above arrow and battery icon, pillowing keypad overlay, and cracked keypad overlay. Customer alleged for pump error 38 was confirmed with a stuck motor alarm on (B)(6) 2021 and (B)(6) 2021. Customer allegation of stuck button alarm not confirmed. Rewind anomaly confirmed where pump error 38 was noted. Moisture damage was confirmed due to corroded battery tube and dried insulin on the motor contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.